Event description:
Reportedly, during the implant procedure on (B)(6) 2011, ventricular tachycardias were induced while performing pacing threshold test. The physician requested an explanation why threshold tests could not be performed in different pacing modes.

Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.